Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed supplies to address the occlusion alarms. Customer reverted to manual injections for insulin therapy. Customer also reported using their supplies for more than three days. Tandem customer technical support informed customer that is off-label per the user guide. Customer¿s blood glucose level was 400 mg/dl.